Event description:
It was reported that during a total laparoscopic hysterectomy procedure, part of the tissue pad fell off at the end of the procedure. The piece of the tissue pad fell into the patient. The rep stated that early in the case, they were taking a pedicle and there was a lot of tissue in the crotch of the jaws and the device was in abuse mode for about eight seconds. The piece of tissue pad was retrieved from the patient through the trocar with no effect on the patient or procedure. Another same like device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.